Event description:
A malfunction alarm was reported with the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and instructed the customer to use an alternate insulin delivery method, mdi, in the meantime. The customer was guided on how to put the faulty pump into storage mode and was instructed to return it using a pre-paid label within 10 days.